Event description:
A medtronic representative reported that, while in a lumbar revision l4-s1 procedure, the site's solera driver 5.5/6.0 was damaged. It was reported that the driver tip sheared off and the shaft splayed. The broken piece was removed from the screw, and a different driver was brought in to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site. A medtronic representative, following-up at the site, reported the driver broke while implanting the screw. There was too much force from the osteogrip thread pattern and eventually the instrument failed. No power was used. A medtronic representative, following-up at the site, reported the site has misplaced the broken screwdriver and deemed it has been discarded. No parts have been returned to manufacturer for analysis.